Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the specification, opening on radius and wear abrasion. A visual and microscopic analysis was performed which identified striated opening and crease fold. Based on the device analysis, the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "periprosthetic capsular contracture". Healthcare professional also reported "carcinoma" and "contour irregularities", these events are not device related. Device has been explanted.